Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found two external abrasions at 11.7cm to 12.0cm and 17.9cm to 18.3cm from the connector pin consistent with friction against the implanted ICD can. Silicone and etfe insulation was intact at this location. Code no complaint received with return of device. Failure (event) observed during analysis.

Event description:
This report is to advise of an event observed during analysis.